Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported by the physician that noise was observed on the rv channel and rv-svc channel. The lead was over- sensing noise. Low r-wave and low impedance were also noted. The lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly found.